Event description:
A customer reported that the cartridge was not fitting properly on the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, remaining within the normal range. Technical support instructed the customer to check the pump and cartridge, remove an o-ring from the pneumatic tap, clean the area, and attempt to reload the cartridge. The customer was successfully able to resume insulin therapy.